Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The device was reported that the lead exhibited atrial oversensing and high impedance. The sensitivity was re-programmed. The patient would be monitored.